Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2013: patient presented with preoperative diagnosis of l5-s1 bilateral foraminal stenosis and severe disk degeneration l5-s1 and underwent following information: anterior interbody fusion (l5-s1). Left paramedian and retroperitoneal approach for partial l5 corpectomy to decompress the l5 and s1 nerve roots bilaterally. Insertion of intervertebral fusion cage with bmp-2. Patient's preoperative x-rays ,MRI and CT scan demonstrate severe bone on bone disk degeneration at l5-s1 with large osteophytes projecting dorsally into the l5-s1 foramen to further create the foraminal stenosis and lateral recess stenosis. Per operative notes: "after fitting a 10 mm paddle dilator into the back of disk space, reflecting the amount of bone resected. The interspace sized well for a medium cross-section and 10 mm tall device with a total of 6 degrees of lordosis. The c-arm was used to assemble the infix device in situ after having used the burr to improve the contour of the s1 endplate and to partially decorticate it. Once the device was assembled, it was crimped and locked. The angled endplate perforator was used to encourage further vascular ingrowth. A medium package of bmp-2 was placed within the disk space" on an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.